Event description:
The customer observed negatively biased control results on the vitros 250 analyzer using ckmb slides. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event shows that the calibrator responses and calibration parameters were atypical compared to expected values. After preparation of fresh qc fluids, acceptable qc results were obtained using a new lot of slides. The root cause of the event has not be determined.